Event description:
It was reported that the patient presented to the hospital and a remote transmission was sent due to a suspected therapy from the patient's implantable cardioverter defibrillator (ICD). Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patients ICD had erringly detected and delivered a possible inappropriate therapy for an episode with irregular r-r intervals while an atrial arrhythmia was in progress. Multiple follow-up attempts were made with the patients clinic with no response. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.